Manufacturer narrative:
Investigation included phone-based troubleshooting and user education. Investigation of this case revealed proper function once correct charging orientation and case removal were used. It was concluded that the device functioned as intended and user technique contributed to the reported charging concern.

Event description:
It was reported that the user did not see a solid green indicator while attempting to charge the device, and successful charging was achieved after guidance to remove the case and place the screen facing upward. Symptoms included no clinical effects. Outcomes included no impact on health or daily activities.